Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the push catheter was buckled and torn adjacent to the handle and the pull wire was exposed in that area, also it is bent/kinked approximately at 128cm from the handle. Guide catheter was bent in several locations. The stent is deformed. Based on the product analysis, most likely some anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause damages on the stent, resulting in difficulty deploying it. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that one other complaint has been reported for lot number 19189956 (tw4106623) by a different customer due to a different reason.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a fistula post sleeve gastrectomy procedure that was performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, resistance was encountered when they attempted to pull the stylet to deploy the stent and it was noticed that the stent had buckled. The guidewire was pulled back prior to deployment. There were already two advanix biliary double pigtail stents implanted in place this patient, therefore the procedure was completed without implanting this device, as the physician assessed that the two stents already placed were sufficient. There were no patient complications reported as a result of this event. There were no adverse effects reported to the patient at the conclusion of the procedure.